Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, end cap broken off, and missing end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 197 mg/dl. The customer insulin pump is broken in the back. The customer pump is replaced.